Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Caller successfully reset the pump with guidance from technical support and started their sensor session without further issues.